Manufacturer narrative:
Device is an instrument and is not implanted or explanted. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4). Manufacturing date: february 19, 2016. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that intra-operative fitting problems with instrumentation occurred during a transforaminal posterior atraumatic lumbar (t-pal) procedure on (B)(6) 2016. As the surgeon pushed down on the ring and turned the knob, the instruments became stuck and prevented the implant from moving forward. The procedure was completed with an alternate system and other instruments. No reported surgical delay. This report is 4 of 6 for com-(B)(4).

Manufacturer narrative:
A product investigation was completed: visual inspection: residues of dry liquid are visible. The investigation has shown that there is slight friction perceptible while turning the applicator knob on the applicator outer shaft. The review of the production histories revealed that all returned instruments were manufactured according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Upon disassembling clear signs of wear were visible on the thread of the outer shaft as well as on the thread of the knob. In addition in some areas residues of dry liquid are visible. This complaint condition is most likely a result of inappropriate reprocessing; the recommended lubrication after the cleaning process was not carried out properly. According to the surgical technique and the existing disassembling instruction (dai) document the device needs to be disassembled prior to cleaning and sterilization and lubrication with synthes oil should be done. No indication for product related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.